Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose of 39 mg/dl and was not sure what caused it. It was reported that same issue occurred a few nights prior with blood glucose of 38 mg/dl and 57 mg/dl. Customer was advised to speak with healthcare professional regarding low blood glucose as customer declined to speak with helpline.